Event description:
It was reported that the patient was admitted after collapsing after the device delivered one shock. The device detected, charged, and delivered one shock with a shock impedance of 17 ohms. The next shock was aborted due to the low impedance and no further shocks were delivered even though the patient was still in vf. An alert message was displayed that there was an hv circuit problem. Replacement was dependent on patient condition.